Manufacturer narrative:
The pump was received with a cracked reservoir tube lip, a missing reservoir tube lip o-ring and minor scratches on the display window. The test reservoir stayed locked in place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the transparent plastic ring at the reservoir compartment is broken and the reservoir cannot stay in place. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis.